Event description:
The customer reported experiencing multiple, intermittent occlusion alarms. Despite the issues, there was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl, nor did the continuous glucose monitor read "high." The customer consistently resolved the alerts by clearing them and resuming insulin delivery. Technical support completed troubleshooting, but as the customer remained concerned, they requested a replacement pump due to clinical concerns. The customer reverted to an alternate method of insulin therapy.